Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with a type ib endoleak detected on CT. Re-intervention is planned but has not been scheduled. The patient's current status is unknown.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed; no contributing factors were identified. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received confirming that the CT scan which diagnosed the reported type ib endoleak was completed on (B)(6) 2018. The physician elected to treat the patient by implanting an iliac limb ovation ix device on (B)(6) 2018.